Event description:
The customer reported that the device completed a seal, but then would not cut, causing the jaws to no longer open. No further info was available as to how the device was removed from tissue. There was no blood loss or pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.